Manufacturer narrative:
(B)(4). The customer returned an introducer needle for investigation. Visual and microscopic examination of the needle revealed multiple cracks in the introducer needle hub. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. In addition, water was not able to aspirate into the syringe while the introducer needle was attached. This was likely due to the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle could not be used was confirmed by complaint investigation. The returned introducer needle hub contained cracks. A device history record review was performed, and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports: it was reported that the needle entered air during aspiration. Needle hub broken. The device was removed and replaced successfully.

Manufacturer narrative:
(B)(4). The device (catalog#) is not intended for sale in the us. Similar device/component sold in the us. It is unknown if the device sample is available for evaluation.

Event description:
The customer reports: it was reported that the needle entered air during aspiration. Needle hub broken. The device was removed and replaced successfully.